Event description:
During implantation of the aforementioned screw, the screw tulip was broken from the shaft of the screw. This tulip was broken during implantation into the pelvis of the patient. The screw was attached to a viper open tip screw extension and was being driven approximately 80% into the bone. The screw hole was tapped approximately 80% of the screw length using a 7.00 mm expedium tap. Following the breakage of the screw tulip, the screw was removed using the viper polyaxial driver. An 8.0 x 80 mm viper screw was successfully implanted in its place.

Manufacturer narrative:
Visually inspected one (1) viper large diameter long screw. It was noted that the head was dislodged from the screw shank. The device history record was reviewed for lot rl133672. The lot was produced on 09-may-2011 with a quantity of (B)(4) units. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. The root cause cannot be positively determined at this time. It is likely that the screw was subjected to a high torque circumstance. The large diameter, long shank screws are intended for any anatomy requiring longer shank screws. During insertion of viper, large diameter long screws in high-torque circumstances (such as placement into the ilium) the screw shank has the potential to separate from the polyaxial head. The disassembly of the screw requires that the shank be removed either via the drive feature in the shank or via alternate methods.